Event description:
During an attempt to advance a coronary sent with delivery system to the target lesion site located in the pt's right coronary artery, the guide catheter "deep throat" in an unsuccessful attempt to withdraw the sds, the stent "sherred off" embolizing within the aorta, subsequently floating down the right arm. On the following day, a cut down of the right brachial was performed and the stent was successfully removed with biopsy foreceps. There were no other pt complications reported relative to this event.